Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 243 mg/dl, compared with the sensor glucose reading of 43 mg/dl. The threshold suspend was set to suspend insulin delivery at 65 mg/dl. The customer stated that the insulin pump alarmed a low glucose alert, then suspended; this was a past event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.